Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, serial# unknown, product type: catheter.

Event description:
Information was received from a patient who was receiving hydromorphone, clonidine and bupivacaine (unknown dose and concentration) via an implantable pump for non-malignant pain. Somehow the catheter was ripped out of the dura again during the surgery in (B)(6) 2015 as it was sitting in a hole so the cerebrospinal fluid leaked out in 2015. The doctor tried fixing it and he was an absolute mess

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.